Manufacturer narrative:
B13 - communication/interviews add to indicate that trouble shooting by technical support engineer was performed on initial intake. Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The axes controller dual platform (acpd) was analyzed and found to visual inspection, no issues were found that is related to the report issue. Acpd was installed and tested into a golden pcs system where the component functioned as expected. The system started up without any error. Ran 10x power cycle with this part, all passed. Exercising all arms with no issue. The acpd remained on the test system for hour, system restart as normal. The complaint regarding communication errors was not confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the spider fiber, downstream fiber, axes controller platform dual (acpd) and axes controller platform (acp)4.the system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis; however the evaluation is not yet complete. The axes controller platform (acp) was analyzed and found in system logs, these multiple errors were found indicating, and confirming these faults occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. This acp cfg was installed, successfully programmed, and tested on the printed circuit assembly (pca) gold system where this board functions as expected, booth up normal with no errors triggered. Run 10x power cycles with no issue on startup and no errors or failures were triggered. This acp cfg remains on the system for 1 hour idling in normal mode with no issue. In addition to the test, this unit went through in process correction verification and passed all the tests. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause cannot be determined based on the information provided and failure analysis results.

Event description:
It was reported that the system experienced startup issues, with the user restarting it multiple times and encountering errors. During a call with technical support engineer, the system powered up, and logs indicated a failure with the patient side cart (psc) handlebar deadman switch. The user engaged the switch several times, clearing the error, and the system reached a ready state. However, the user called back when the system began erroring again, with logs indicating a communication error on axes controller platform (acp)4. The user performed a hard power cycle and reseated the fiber cables at the psc and vision side cart (vsc), but the issue persisted. The user considered canceling or moving the case to another system.